Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch de2067, batch dg2753. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent an open abdominal uterine myomectomy procedure on (B)(6) 2011 and suture was used. During continuous suturing at the uterine muscular wall, the needle bent. The surgeon grasped the needle with a hegar needle holder and when he tried to change the needle for a new one, the needle broke 6 to 7mm from the swage, and fell. The needle fragment was found, but when the surgeon checked the needle, the needle tip was missing. The patient underwent an x ray. Something was found that looked like the tip, but they were not sure. The surgeon opined it was more invasive to make an additional incision. There was also a low probability of finding the tip so the surgeon closed the patient's abdomen.

Manufacturer narrative:
(B)(4). One needle that was broken at the point and body was submitted for this evaluation. The actual needle revealed indents and scuff marks around the break areas produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle.